Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 23 cm hemostar d/l catheter was return for sample evaluations. Visual, tactile and functional were performed. No caps were not noted on the luers. Sample was returned with both clamps disengaged. The tissue cuff was matted and had residue throughout. The catheter tip was noted to be cut at the distal end of the catheter. Catheter was gently stretched, and normal elasticity was felt. No evidence indicating loose fitting was noted near the tissue cuff. Both luer were patent to the infusion and aspiration. Small bubbles were observed within the extension leg after the in-house syringe was detached from both luers. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. No leaks were observed on the luer. Therefore, the investigation is confirmed for the reported air in the device. However, the investigation is inconclusive for the reported suction issue as sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three days post a dialysis catheter placement, the patient was complaining about chest pain. It was further reported that the catheter allegedly had air bubbles and was unable to withdraw the blood. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three days post a dialysis catheter placement, the patient was complaining about chest pain. It was further reported that the catheter allegedly had air bubbles and was unable to withdraw the blood. The procedure was completed by another device. There was no reported patient injury.